Manufacturer narrative:
(B)(4): a visual evaluation of the returned device revealed the proximal end of the push catheter was kinked/bent. The guide catheter was broken into two pieces. The proximal piece was stretched, broken and stuck on guidewire. The distal portion was separated from the proximal piece and remained inside the delivery system. The non-bsc guidewire could not be removed from the proximal broken guide catheter. No damage was observed on the stent or the suture. The proximal cap of tuohy borst was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment. The device became stuck on the olympus guidewire and was removed from the patient. The procedure was completed with a new guidewire and another flexima biliary stent system with no complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.